Manufacturer narrative:
Eval: a partial datascope iab, consisting of approx 6.5" of iab membrane and inner lumen, was returned for eval. Dried loose blood granules were noted within the membrane. The inner lumen within the membrane was noted to be severely kinked and elongated. Underwater leak testing revealed numerous leaks in the membrane. Visual examination revealed smooth-edged slices in the membrane. It was not possible to leak test the inner lumen due to its poor condition. The primary balloon penetration could not be located. Probable cause of difficulty: based on the poor condition of the returned iab, it was not possible to locate the primary penetration which allowed blood to enter the device. It is possible that the damage to the balloon membrane obscured the primary penetration or that the initla leak was in the section of iab not returned for eval. Having the opportunity to have examined the entire device may have provided some add'l insight into the reported difficulty. The condition of the balloon membrane was consistent with the reported balloon entrapment. (This follow-up MDR was mailed to the FDA on 6/11/98).

Event description:
The iab was inserted into the pt on 4/2/98. On 4/3/98 after iabp for about 12 hrs, the iab leaked. Blood backed into the sys 97 pump. The dr was unable to remove the iab. The iab was entrapped and needed to be surgically removed. No second iab was inserted into the pt. On 4/6/98, datascope rec'd the following info: the balloon had to be surgically removed, and in doing so, the catheter was cut into multiple pieces by the surgeon. The perfusionist was notified at 05:00 that the iab had been turned off at 4:00 on 4/3/98 due to catheter rupture. The hosp staff attempted to removed the catheter; however, the catheter would not pull all the way out. The pt's femoral artery was severely calcified and there was a piece of plaque stuck to the iab. The nurses held pressure until the pt could be transported to the or. The balloon catheter was surgically removed and the femoral artery was closed. The pt is doing well without iab support (on 4/6/98, datascope also rec'd the mandatory medwatch form from the dist; uf/dist report number: 2026191-1998-0009). On 5/28/98, the following was reported to datascope: the iab had leaked and a blood return was noted in the gas line tubing and back into the sys 97 iabp. The catheter was attempted to be removed from the pt but it became entrapped in the femoral artery. Surgical removal was required. [Event complications]: the iab was entrapped/surgically removed-rpt'd 4/3/98, 5/28. [Pt's current stauts]: doing well-rpt'd 4/6/98.